Event description:
Additional information was received stating that the cause of the failure to open/premature deployment was not determined. The pushwire was not rotated or pulled back at anytime during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section and prematurely opened in the catheter hub upon retrieval. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located near the posterior communicating segment of the right internal carotid artery with a max diameter of 6 mm and a 7 mm neck diameter. Landing zone: distal: 3.1 mm and proximal: 3.6 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was 180. The angiographic result post procedure showed all vessels filling normally. It was reported that a long sheath was parked in proximal ica and guiding catheter was taken till the c4 segment. With a plan for flow diversion, phenom27 was parked in distal m2 vessel. Ped2 3.75x25 was loaded in phenom27 and parked in mca and deployment was started from proximal m1. After covering the aneurysm neck, the device was not opening at the bend. After re-sheathing multiple times plan was to remove the device and take another size. The device was successfully re-sheathed but when it was being removed from the microcatheter, the device unfortunately opened in the catheter hub. It was reported the pipeline failed to open in the middle section. The pipeline was in a middle and proximal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.